Event description:
It was reported that the device did not deliver shocks. A lead revision was scheduled, but when the pocket was opened, the setscrew was found to be loose. Attempts to tighten it were unsuccessful. A new device was implanted and tests were normal.

Manufacturer narrative:
The reported event of a setscrew anomaly was verified in the laboratory. The cause of the anomaly was due to silicone and septum material found inside of the svc and v-ring set- screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavities. When pressure was applied to tighten the setscrews, the hex cavities were stripped. Testing o on the bench found normal function.